Manufacturer narrative:
The pump was tested to full specifications on 08/01/2015. User reported failure was detected. The pump failed the occlusion test. The flow rate accuracy was found to be 7.62%, which was beyond the specification of ±5%. The pump was re-calibrated and tested to meet all the specifications. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00009_complaint (B)(4)) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported " the clamp was closed and the pump did not beep (alarm) occlusion. Therefore the connection between the tubing and filter created a leak and we had a chemotherapy spill."